Event description:
It was reported that the patient underwent posterolateral lumbar fusion surgery at l4-5 and l5-s1 using rhbmp-2/acs. Reportedly the bmp caused abnormal ectopic bone growth, which in tum caused the patient's ongoing, chronic pain and other complications. Allegedly the patient has developed unspecified serious injury, physical and mental pain and suffering.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2011: patient presented with following pre-op diagnosis: recurrent stenosis at l4-5 with some instability. Procedure: l4-5 posterolateral spinal fusion, l4-5 posterior instrumentation, 4.65 extending crosslinks. Right iliac crest bone graft supplemented with a large rhbmp-2 kit and local bone graft. L4-5 right tlif, l4-5 cage, 12 x 30 mm titanium. As per-op notes: the disk was dilated to 12mm. It was filled with ml of autograft and 1 ml of rhbmp-2. A 6 mg dose of bmp was the large autograft and right iliac crest graft. This was safe from the lateral gutter back from l4-l5 on the left side. A 3 mg of rhbmp-2 was paced laterally on the right side.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.